Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the initial reporter: we are struggling to get solid information from operating rooms when these vessel sealers fail. The consensus is the surgeon has used the vessel sealer (vs) for a period of time, the e-100, or e-200 generator in the case of the dv-5, will then alarm and turn red, my partner will be called to the room to investigate. We are forced to turn off the e-100 and restart it to clear the fault and the vs needs to be replaced because it will no longer seal. It is not every case a vs is used. It has happened on multiple machines. We have not been able to collect all of them due to room staff disposing of the instrument and telling us after the fact. The cases have ranged from thoracic, to general, to bariatric.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, customer reported that the e-100 generator alarmed, and the vessel sealer extend instrument stopped working. Once the e-100 generator was reset the vessel sealer extend instrument would not seal. A new vessel sealer was opened and finished the case without issue. The procedure was completed with no reported injury.